Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the system is not an implantable device. Section d6b: if explanted, give date: not applicable, as the system is not an implantable device. Section h3: the system was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported that a vertical gas breakthrough occurred during a laser treatment on patient's oculus sinister (os) left eye of a female patient during flap creation. Physician successfully completed the surgical treatment on the patient's oculus dexter (od) right eye but had to abort the procedure on the left eye due to the breakthrough near the 4 o'clock area. The patient did not sustain any injury, but the case was aborted, and the patient is expected to return for potential surface ablation in the future. No further information provided.

Manufacturer narrative:
Correction: section h4: in initial report, the manufacturer date provided was inadvertently reported as 03/16/2012, however the correct date is 03/29/2012. Section h2, age: 34 years. Section h2, date of birth: (B)(6) 1990. Section h3, a3a. Sex: female. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. As a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.